Manufacturer narrative:
Batch review performed on 03 may 2024: lot 2201597: (B)(4) items manufactured and released on 17-june-2022. Expiration date: 2027-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved batch review performed on 03 may 2024: ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 (k112115) lot 178808a: (B)(4) items manufactured and released on 09-aug-2023. Expiration date: 2028-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the stem and head. The surgery was completed successfully.